Event description:
It was reported that a male patient underwent surgery on a distal humerus fracture on (B)(6) 2014. The surgeon was using an old non locking small fragment set. He noted that the patient had very good bone so he would not use any specialty plates. The surgeon wanted to use a regular non locking small fragment set. While the surgeon was drilling lag screws, two 2.5mm drill bits broke. The surgeon was able to retrieve both broken pieces with ease. The surgeon confirmed that there were no broken fragments left in the patient via x-ray. The following was reported: there was no delay in completing the procedure; the patient experienced no injury; and the procedure was successfully completed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was returned. Placeholder.